Event description:
The surgeon inserted twenty (20) uniplanar screws under power using a customer locking driver. Upon completion four (4) screws were found to have a misaligned bushing which prohibited rod placement. The effected screws bushings were properly aligned via instrumentation contain within the provided surgical set. A rod was then inserted and the surgery completed without further issue. The event caused approximately 45 minute delay in the case.

Manufacturer narrative:
No product evaluation possible. The uniplanar screws were properly adjusted to allow for rod attachment and remain securely anchored within the patients vertebral body. The part and/or lot numbers have not been provided. Zodiac screws are not intended to be inserted under power. Surgical technique ((B)(4)) provides direction as to manual instrumentation provided within the surgical set to properly implant uniplanar screws.